Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown event date between (B)(6) 2023. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unk - screws: cortical/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred (B)(6) 2023, due to cortical screws that broke post-operatively in the ankle. This report came via facility user report mw5149623. Revision surgery was completed successfully. Patient was discharged. Original implant date was (B)(6) 2023. Device had been implanted approximately 1 year. It is unknown when the devices broke. Device was discarded after revision. This report is for one (1) unk - screws: cortical : trauma for complaint (B)(4). (B)(4) is related to (B)(4). (B)(4) was created to capture mw5149623. (B)(4) was created to capture mw5149624.